Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported an elevated troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system. An initial result of 1.12 ng/ml was obtained and released out of the laboratory. As a result, the patient was transferred to the catheterization laboratory at an alternate facility, however, catheterization was not performed. The customer stated the patient was evaluated for suspected nstemi and syncope with elevated troponin result. The patient underwent repeat troponin and electrocardiogram (ECG) testing, a coronary computed tomography angiography (cta), stress testing, and was administered medication: aspirin, beta blocker, statin and ace inhibitor. There has been no report of current patient outcome to date. The patient's sample was reanalyzed at the alternate facility, on a unicel dxi 800 system, and a negative result of 0.03 ng/ml was obtained. The customer then reanalyzed the sample on the original instrument and obtained a low result of 0.00 ng/ml. A plasma sample from the patient was also analyzed on the original instrument and generated a result of 0.00 ng/ml. The patient's serum sample was collected in 13x75 mm greiner tube with gel and centrifuged for ten minutes in an ambient temperature centrifuge. The customer stated no sample integrity issues were noted. The sample was refrigerated overnight at 2 to 8 degrees celsius. The customer indicated all system parameters, including quality control (qc), system check, and precision test, were within assay and instrument specifications. Quality control is performed every 24 hours. No system issues were observed. The instrument was in normal operation.